Manufacturer narrative:
D10 concomitant product: ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot#unknown) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before starting the procedure, the surgeon could not couple the catheter. A new device of the same type was then used during the procedure. The patient experienced a pneumothorax. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. However, during the biopsy, the patient had pneumothorax. The patient received a chest tube as part of the intervention.